Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was missing additive. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "after observation, in 1 box (100 tubes) , there were 20 empty citrate tubes; no anticoagulant (empty tubes without anticoagulant)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and the customer's indicated failure mode of missing additive was not observed. Consequently, the photos do show that the liquid additive is present in the tube. Additive can be seen in the bottom of the tubes as well as droplets along the inside wall of the tube. No samples were received; therefore, the investigation was limited. Additionally, 86 retention samples from the bd inventory were inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode from the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was missing additive. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "after observation, in 1 box (100 tubes) , there were 20 empty citrate tubes; no anticoagulant (empty tubes without anticoagulant)."